Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not turn on and has tried three different batteries. A new battery cap did not resolve the issue. Customer's blood glucose level was 162 mg/dl. The insulin pump alarmed off no power and he did not receive a low battery prior. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all the operating currents tests with the specification range, and passed the off no power test. The pump was monitored and tested with no off no power, weak battery, or blank display noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.